Manufacturer narrative:
Product analysis: analysis confirmed the customers comment that the programmer screen did not work with the stylus and that the battery did not hold the charge. It was noted during analysis that the cursor jumped away from the stylus in the upper right part of the screen. Analysis confirmed it was caused by the display, replaced the computer platform (cp) as a result and loaded and updated its software. The backup battery was found to be unable to hold charge, the back up battery was replaced as a result. The device then passed all safety, console and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen did not work with the stylus and that the battery did not hold the charge. The programmer was returned into service. There was no patient involvement.